Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h11 corrected fields - d5, e2, e3, g2. A getinge field service engineer (fse) checked the machine & replaced hydr component assembly (d102-00-001). Performed all tests. All tests passed. Equipment handover to customer in good working condition.

Manufacturer narrative:
Due to character limitation in e1 for event site name, full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the distributor's fse that during a routine check the cs300 intra-aortic balloon pump (iabp) displayed electrical test fails code #50. There was no patient involvement.